Manufacturer narrative:
H.10: no device, between the ones in use at the hospital, was upgraded with vacuum and sealing kit at the time of 2015 surgery. Complaints database analysis revealed that no previous device contamination complaints have been reported by this hospital. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. No additional information is available on the reported event. It remains unknown if the reported infection is related to the use of the heater-cooler device.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of complaints database revealed no previous complaints from this hospital associated to the contamination of this specific device. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a male patient underwent a cardiac surgery for CABG (single vessel) and mitral valve repair on (B)(6) 2015 and a heater-cooler 3t system was used. The patient showed signs of infection beginning in (B)(6) 2019 and continued to experience symptoms throughout 2019. He was diagnosed with mycobacterium chimaera infection in (B)(6) 2019 and treated with courses of antibiotics. Reportedly, he was unable to undergo a second surgery and passed away on (B)(6) 2021.